Event description:
Customer reported the system is displaying ma errors. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. System operates as intended. This MDR is related to ge healthcare.